Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990, batch 69571 scorpion was received for investigation. Visual inspection identified that the jaws at the distal tip could not be completely closed. Additionally, it was noted that the upper and lower components at the distal tip were out of alignment, with surface damage present across the inferior surface of the lower jaw. The most likely cause for the reported failure can be attributed to user error due to user-applied mechanical damage during use.

Event description:
It was reported the ar-12999 knee scorpion, is broken. Additional information 7/15/2021 it was reported during a knee procedure, the jaw on the ar-12999 knee scorpion, will not close all the way. The case was completed using a backup ar-12999.